Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked where the location of the leak was not clear.

Event description:
It was reported that the urine leaked where the location of the leak was not clear.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter received with drainage bag . Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaks. The catheter balloon was deflated with no issues or cuffing noted. The catheter was flushed, and there were no observed leaks. The drainage bag was filled with methylene blue solution and water with the outlet tube in the closed position. There were no observed leaks. This meet specification per inspection procedure, which states, "cuts in lumens are not allowed. No root cause could be found because the reported event was unconfirmed. The lot number was unknown and the reported event was unconfirmed therefore, the device history record was not performed. Labeling review was not required as the reported event was unconfirmed. Correction: h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.